Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted support reporting errors on arm 4. The customer had restarted with no change. The customer restarted again and errors cleared. The customer was continuing with case and would like the field service engineer (fse) to look at system. The customer reported after docking the reported problem on arm 4 returned. The customer stated they converted the case to laparoscopic surgery due to the error persisting and needing all 4 arms. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm). It was analyzed and failure analysis investigation confirmed and replicated the customer reported complaint. The system recorded errors 31226, 25730, and 1126. The usm was tested on an in-house system in normal mode triggering errors 31226, and 1126 and further failed additional testing. A defective clock spring fiber assembly was confirmed.

Event description:
Refer to h10/h11 for follow-up information.